Event description:
It was reported that the patient presented for an in-patient check-up. Interrogation revealed that implantable cardioverter defibrillator exhibited incorrect interpretation of supra-ventricular tachycardia as a ventricular arrhythmia. The patient was inappropriately shocked and post-traumatic stress disorder was reported. Programming changes were made. The patient was stable.